Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2020 - lead continued to exhibit noise and was explanted on (B)(6) 2020. No adverse patient events were reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patients rv lead was displaying noise real time in clinic and triggered a lead monitoring episode previously on hm. Other lead statistics are in range. Patient previously had t-wave suppression programmed on to reduce noise events. Lead to be discussed with the doctor. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.